Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The account reported that the patient was initially admitted on (B)(6) 2020 for acute exacerbation of heart failure triggered by fluid indiscretion leading to volume overload. The patient was dialyzed for removal of fluid and heart failure symptoms improved. However, it was noted that the patient¿s hemoglobin dropped on (B)(6) 2020, requiring multiple transfusion over the next 5 days. On (B)(6) 2020, a small bowel enteroscopy showed angiodysplasia of stomach duodenum without bleeding which was treated with argon plasma coagulation. Additional information also indicated that a chest CT showed moderate right pleural effusion and atelectasis. Thoracentesis was performed on (B)(6) 2020 and old blood was removed from the right pleural space; however, a chest x-ray continued to show moderate right pleural effusion. The patient underwent another blood transfusion. Two chest tubes were placed which drained minimal serosanguinous output. Chest tubes were removed (B)(6) 2020 and (B)(6) 2020. Hemodialysis was recommended for excess volume removal but the patient refused. Further examination of the patient revealed a stenotic arteriovenous fistula on (B)(6) 2020 and angioplasty was done the same day. On (B)(6) 2020, chest x-rays showed pneumonia and blood cultures grew enterococcus for which the patient was treated with a broad spectrum of antibiotics. The patient further had worsening right ventricle failure and acute respiratory failure with collapsed left ventricle and large right ventricle on (B)(6) 2020. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until ultimately expiring on (B)(6) 2020. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Although the reported event information indicated that the patient¿s course was complicated by extensive pleural effusion and fluid volume excess which caused exacerbation of heart failure symptoms, the heartmate 3 lvas IFU also lists right heart failure, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additionally, although the reported event information indicated that the patient experienced pneumonia, the heartmate 3 lvas IFU also lists localized infection as an adverse that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing this event.

Event description:
The patient underwent hemodialysis on (B)(6) 2020. 2.5 liters was removed. The patient's bleed resolved on (B)(6) 2020, with sequelae (anemia).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 complaining of progressive shortness of breath with exertion, cough, and chest pain with cough only. The patient was volume overloaded on physical examination and was admitted with an assessment of acute exacerbation of chronic heart failure triggered by fluid indiscretion in the setting of heat outside. The patient was dialyzed for further removal of fluid. The pump was functioning currently on the current settings. There were no alarms noted. The patient's heart failure had improved on (B)(6) 2020 despite the patient being still admitted for other related problems (reported below). The event resolved without sequelae on (B)(6) 2020. It was reported that the patient had a history of nonischemic cardiomyopathy status post left ventricular assist device (lvad) implantation. The patient had a history of recurrent hospitalizations for volume overload. On (B)(6) 2020, the patient was admitted for evaluation of volume overload due to exacerbation of heart failure. The patient continued to endorse persistent fatigue and lightheadedness until he was noted to have a hemoglobin of 6.5 on (B)(6) 2020, requiring a unit of packed red blood cells (prbcs) which increased his hemoglobin to 7.3. Over the next 5 days, the patient required a unit of blood daily to help maintain his hemoglobin over 7. The patient required 7 units of prbc since his admission. The patient responded well to the transfusions but then slowly drifted below the transfusion threshold. The patient had multiple bedside fecal occult blood tests (fobt) which were negative. The patient had a nuclear medicine tagged red blood cell scan which was negative and a computed tomography angiography (cta) of cap and lower extremities which did not show any acute bleeding that could explain the drop in hemoglobin. Labs obtained showed ferritin 888, t bili 0.9, ast/alt normal, haptoglobin 305. The patient endorsed dark stools that were chronic and stable for him. No bleeding was noted from other sites. On (B)(6) 2020, occult blood test was positive. There was no evidence of hemolysis with a normal haptoglobin and lactate dehydrogenase (ldh). Gastrointestinal was consulted to evaluate for gastrointestinal bleed (gib) given the patient¿s history of arteriovenous malformations. On (B)(6) 2020, a small bowel enterscopy showed angiodysplasia of stomach and duodenum without bleeding. The patient was treated with argon plasma coagulation (apc). The patient was still inpatient on close monitoring and management of his other comorbid conditions including pleural effusions. The patient had a prolonged hospitalization. On (B)(6) 2020, while the patient was admitted, the patient complained of a right sided pleuritic chest pain. The patient had a chest CT that showed moderate right pleural effusion. A chest x-ray on (B)(6) 2020 showed worsening of the effusion and repeat chest CT on (B)(6) 2020 showed right pleural effusion and atelectasis with no abnormality in the chest. Infrared guided thoracentesis was done on (B)(6) 2020 and about 25 ml of old blood was removed from the right pleural space. A chest x-rays reviewed continued to reveal a moderate size right pleural effusion. The chest x-ray done on (B)(6) 2020 showed moderate to large right pleural effusion, similar to right. There were extensive bilateral consolidations, likely pulmonary edema with superimposed pneumonia not excluded. Pulmonology was consulted and suggested that there was no evidence to suggest that this represented an infection and planned to consult thoracic surgery. The patient continued to report significant shortness of breath and dyspnea on exertion so that thoracic surgery was consulted. Right chronic empyema was entertained by thoracic surgery and right video-assisted total decortication, pleural biopsy, and bronchoscopy was done on (B)(6) 2020. Two chest tubes were placed draining minima serosanguinous output. Pleural biopsy showed acute on chronic inflammation. Chest tubes were then removed on (B)(6) 2020. It was reported that the patient¿s course was complicated by a clotted access that was noted during inspection of the right arm avf for hemodialysis. The patient was stable and had no complaints of pain or discomfort. Vascular surgery was consulted and it was stenotic fistula during attempted thrombectomy on (B)(6) 2020. A venogram also showed stenotic arterial venous fistula anastomosis and angioplasty was done on the same day. The patient's hemoglobin dropped to 6.9 on (B)(6) 2020. The patient was status post thoracotomy with 2 chest tubes in place. From thoracic surgery standpoint, there was no concern with bleeding from chest tubes or surgery given consistent serosanguinous output. Further workup was recommended given the hemoglobin drop for other sources of bleeding. The patient received 1 unit of packed red blood cells (prbc) for a hemoglobin of 6.9 with no obvious source of bleeding. The hemoglobin then went up to 8 gm/dl. The patient was still off anticoagulation as of (B)(6) 2020. The patient's chest tubes had minima serosanguinous output. The patient was admitted on (B)(6) 2020 with heart failure exacerbation. Hospital course was complicated by acute blood loss, anemia, and dyspnea with large right sterile exudative pleural effusion without evidence of malignancy, likely an old hematoma, which was unsuccessfully drained by thoracentesis on (B)(6) 2020. The patient was transfused with 2 units of prbc for a hemoglobin of 6.3. The patient had decorticcation done by the vascular surgeon. Intraoperatively, there was old blood in the chest which was sent for micro and another 20 cc for cytology. The patient also received an additional 2 units prbc in the pr due to ddavp. Postoperative hemoglobin was 9.3. Asa and coumadin were held pre-operatively in the setting of active transfusing and bleeding. A chest x-ray on (B)(6) 2020 showed minimal improvement of right side pleural effusion and pulmonary edema. The pump obscured the left hemidiaphragm. It was reported that the patient had a history of esrd (hd mwfs), cirrhosis, anemia, cad, dm, hypertension, pvd, neuropathy, and obesity. The patient¿s most recent hospital course has been complicated by acute blood loss anemia (gastrointestinal bleed versus hemothorax) with large, sterile right pleural effusion without evidence of malignancy, persistent despite thoracentesis on (B)(6) 2020 and rue angioplasty for clotted arterioventricular fistula on (B)(6) 2020. The patient was admitted to the cvsicu on (B)(6) 2020 after operating room for vats with decortication for right hemothorax. The patient arrived to cvsicu on bipap, epinephrine drip, and ne drip which were weaned off. The patient was transferred to the floor on (B)(6) 2002. The patient¿s chest tubes were removed (B)(6) 2020 by thoracics. On the floor, the patient had a reaccumulation of the right pleural effusion and was volume overloaded. Chest tubes were moved from negative suction to underwater seal on (B)(6) 2020. The patient was recommended to undergo hemodialysis but he refused extra dialysis sessions for volume removal during the week because it had made him ¿sick¿ in the past. On (B)(6) 2020 the patient had increasing oxygen requirements with tachypnea. The patient was clinically volume overloaded on examination. A chest x-ray was reviewed which showed bilateral effusions with right greater than left with reaccumulation at the site of drain removal. On (B)(6) 2020, the patient was desaturated to 60% on 4 liters of nc. Oxygen was increased to 15 liters oxygen mask with improvement in oxygen saturation. The patient was admitted to the ice on 15 liters oxymask with spo2 96-100% with a diagnosis of acute hypoxic respiratory failure, 2/2 pleural effusions, volume overload, and atelectasis. The patient¿s hospital course was complicated by gastrointestinal bleeding and recurrent pleural effusions status post vats. Rapid response was called on (B)(6) 2020 at 1315 due to hypotension, tachypnea, and high fever. The patient was evaluated at bedside. The patient reported severe shortness of breath. The patient¿s vital signs were map 50, heart rate of 130 beats per minute, temperature of 40 degrees celsius, rr 40, and oxygen saturation unknown. On examination, the patient was awake and oriented but in severe distress due to tachypnea. Chest auscultation with decreased breath sounds and cardio exam with rr, tachycardia, normal lvad hymm. Extremities were cool. A chest x-ray showed right-sided effusion with superimposed atelectasis versus pneumonia. Covid-19 test became negative. White blood cell count was 22,300. Blood cultures grew enterococcus. Broad spectrum antibiotics with vancomycin and zosyn was started then changed to ampicillin and vancomycin after culture results. The patient was also started on pressors in the intensive care unit. The patient was admitted to the ICU with hypoxemic respiratory failure with ventilator settings 26/420/40%/+8. Physician was called to bedside for low flow event around 2200 on (B)(6) 2020. The patient was seen and examined at that time. The patient was noted to have worsening shock with levophed up to 60 mcg/minute with crrt temporarily set to fluid removal. Bedside echocardiogram performed revealed no pericardial effusion, left ventricle small, right ventricle dilated and bulging into left ventricle, with right ventricle moderate to severe dysfunction. Cvp was noted to be 18-19. The patient also had frequent pvcs, pacs with additional indeterminate rhythms and axis changes. This was unable to be captured on echocardiogram despite attempt. The patient had a history of ventricular tachycardia. The patient was assessed as having worsening right ventricular failure in the setting of left ventricular assist device (lvad) and acute respiratory failure with collapsed left ventricle and large right ventricle. The patient was on 5 mics of dobutamine, 10 mics of epinephrine, epoprostenol, regular insulin, lidocaine drip, 12 mics of norepinephrine, 0.03 units of vasopressin, intravenous ampicillin. On (B)(6) 2020, lvad speed was at 5000 with low pulsatility index (pi) indicating likely right ventricular failing even further. Dobutamine was started on 10 mcg/kg/minute and epinephrine around 10, levo at high doses.